Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patients personal diabetes manager (pdm) would not turn on. The patient reports going to their endocrinologist where they were diagnosed with hypoglycemia. The patient was treated by the endocrinologist with glucagon. The patient was prescribed a one time injection of glucagon. The patient was at the endocrinologists office for 20 minutes.